Event description:
Part nt821738c eds 3, gen ll, with lumbar catheter - the customer was doing a lumbar drain and had a complication where a portion of the drain was retained in the patient. Customer states their catheter sheared during use. Customer returned the complaint form and provided the lot number. Medical intervention was required but there was no patient injury. There there was no delay in surgery, however customer does have surgery scheduled to have the fragment removed.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Customer asked to confirm part information and if it is available for return. Customer confirmed they will provide a picture of the catheter, however the catheter and the box it came have been discarded. Customer has only one lot in stock at this time so they "assume the drain in question has the same lot number". Acceptable risk as per hazard ID line 4.37 (B)(4) rev 06 risk analysis spreadsheet - eds 3 external drainage system, severity - 11, moderate risk. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821738c eds 3, gen ll, with lumbar catheter - the customer was doing a lumbar drain and had a complication where a portion of the drain was retained in the patient. Customer states their catheter sheared during use. Customer returned the complaint form and provided the lot number. Medical intervention was required but there was no patient injury. There was no delay in surgery, however customer does have surgery scheduled to have the fragment removed.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Capa005401 and capa005395 related to this issue. (B)(4). Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A review of doc-049039 rev 03 natus external drainage lumbar catheter-risk analysis spreadsheet, identifies the hazard situation as "hazard ID # 1.1" based on complaint of "doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed, piece left behind. Severity 11, the residual risk level is considered acceptable. This determination is based on the information received by the customer who reported "lumbar drain and had a complication where a portion of the drain was retained in the patient". A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR was reviewed and confirmed there were no anomalies. Failure confirmed?:yes. Investigation result code :san diego/eds products/user error / improper use of device. Closure rationale: complaint verified, CAPA indicated or already open. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.